Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer's needle was stuck in the serter of their insulin pump. The patient's blood glucose was at 110 mg/dl. The customer was assisted with trouble with the issue. The customer was advised to monitor the serter and to call back if the issue persists. The customer was sent a new sensor. No further info was provided.